Event description:
Female healthcare worker developed skin irritation. She was given prescriptive cortisone cream.

Manufacturer narrative:
The device history record was reviewed, and based on the lot number provided, no issues of any kind were detected during the manufacture of this code. Ten mask samples were received, and all were evaluated for the complaint description of skin irritation. Only one of the ten masks had a visible fiber in the 2-3 mm range. This is considered to be within normal range/spec. No other observations could be made which could contribute to skin irritation. Based on the investigation, a root cause for the complaint can not be identified. The raw materials used in the manufacture of this mask code and lot number are well within the design raw material specification. During the product development phase, all materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard (B)(4) biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. This mask is engineered without dyes or other potentially irritating materials. This mask is composed of polypropylene and cellulose components. We will continue to monitor for complaints of this nature.